Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. It was reported during initial deployment of the proximal main device the placement was significantly proximal to the carotid artery and appeared to be gradual and deliberate. It was noted that the bare spring on the lesser curve was in a suboptimal position (misaligned opening). The physician pulled the entire delivery system as one unit to correct the position of the lower bare spring resulting in the bare spring on the lesser curve to correct itself, however, this resulted in the stent graft to land well below the intended landing zone which was distal to the left subclavian. The physician placed a proximal extension piece, final results were good. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Secondary intervention - eval results - graft was inaccurately delivered by the user.